Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blank display. The customer¿s blood glucose level was 298 mg/dl. The customer reported that the battery cap not making contact with the battery and top of cap was stripped and also had a blank display. The customer advised to insert a new battery as soon as possible, if display does not return revert to a back up plan per health care professional instructions until the replacement battery cap arrives. The customer advised to revert to a back up plan per health care professional instructions until the replacement battery cap arrives. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.